Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer observed false n1 only positives seen with the covid assay. Including patient samples. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "false n1 only positives seen with the covid assay 445003".

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer observed false n1 only positives seen with the covid assay. Including patient samples. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "false n1 only positives seen with the covid assay 445003".

Manufacturer narrative:
H6: investigation summary: a failure of environmental contamination was reported on a max instrument (p/n 441916, s/n (B)(6)). The log files indicated the instrument was running properly. The bd fse recommended decontamination of the instrument and environmental monitoring until the issue resolved. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for ct1501 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct1501 was reviewed and revealed no previous complaints related to false positives. The root cause was unknown, but resolved after cleaning and environmental monitoring. Bd quality will continue to closely monitor for trends associated with this complaint.